Event description:
It was reported to philips that the allura host computer failed. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the pc had failed. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.the codes were updated based on the investigation outcome.evaluation method code was corrected.